Event description:
Litigation papers alleged: persistent severe pain, discomfort and swelling in his left hip which has increased over time. Elevated levels of cobalt and chromium metal ions in his blood stream. Symptoms of loose implant and pops out of place. **update** (B)(4) 2011: plaintiff's preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.